Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the display became static with snowstorm on the screen during inspection for use involving an olympus video system center. The procedure was completed using the same device. There was no patient injury reported.